Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 432 mg/dl.at time of incident. It was reported that the customer was on low insulin and was running high and pump was unable to calibrate. The customer treated with bolus. The insulin pump will not be returned for analysis.